Event description:
It was reported that during service and evaluation, it was determined that the small battery drive device had a sticky trigger, corrosion/rusting/pitting and foreign substance/debris/cleaning/sterilization. It was also determined that the device failed pre-test for checking for sticky triggers. It was noted in the service order that the device, while being used on a cadaver during a veterinary surgical procedure, was not working. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device not working was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunction of device having a sticky trigger found during service and evaluation has been confirmed. The assignable root cause was determined to be due to maintenance, which is improper maintenance. UDI: (B)(4).